Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio replaced the power pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and then the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.